Event description:
It was reported to ventec that the lcd touchscreen on the device was unresponsive. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen could not be duplicated or confirmed. Ventec downloaded the device's electronic records (system logs) for analysis and observed that on the day of the reported event, the device had logged multiple patient circuit disconnect alarms. However, those alarms could not be duplicated during testing. Proper device operation was observed through functional and performance testing. The cause of the reported issues could not be determined.